Event description:
During an ercp sphincterotomy, the wire on the sphincterotome that is used to perform the cauterization broke. Another sphincterotome was used and the procedure was completed. No harm to the patient.